Event description:
It was reported that in central processing, it was noted that wires were sticking out of the mega needle driver instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cable was broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken grip cable if to recur could cause or contribute to an adverse event.